Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #unknown, unknown persona femoral component, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision knee arthroplasty due to patellar maltracking caused by the internal rotation of the femoral component. The internal rotation is believed to be caused by the posterior referencing option of the sizing jig used during the initial surgery.

Manufacturer narrative:
This report is being amended to reflect changes in initial reporter, date received by MFR, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. As noted in the persona surgical technique, the persona a-ref sizer is intended to be used to help set the rotation of the femur to align with the a/p and epicondylar axes of the femur. There are visual references on the instrument to ensure proper alignment. In cases where the pre-set alignment by the guide is in too much internal rotation due to a hyperplastic medial condyle or hypoplastic lateral condyle, the surgeon should adjust the instrument to set the desired rotation. The persona surgical technique provides instructions for adjusting the internal or external rotation. The surgical technique also states to remove any osteophytes that interfere with the instrument positioning. The reported issue appears to be due to surgeon¿s technique and not an instrument deficiency.